Event description:
Patient stated that her body rejected the essure product which caused severe infections and at first, a partial hysterectomy. On (B)(6) 2013 the patient's uterus and part of both fallopian tubes were removed. On (B)(6) 2013, (B)(6) had to have the remainder of her left tube and ovary removed due to infections. On (B)(6) 2015, the remainder of her right tube and ovary were removed. This last surgery resulted in a complete hysterectomy. (B)(6) states that she has suffered constant infections and pain since the device was placed.